Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy and underwent surgery to explant and replace an inoperable ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.